Manufacturer narrative:
Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported event of peritonitis. There is no documentation to show a causal relationship between the cycler set and the peritonitis. Additionally, the pdrn reported that the cause was attributed to touch contamination due to not following proper aseptic technique. It is unknown if the patient had completed the antibiotic regimen prior to the relapsing episode. Relapsing or recurrent peritonitis is often seen in cases of coagulase-negative staphylococcus peritonitis. The cycler and cycler set can be ruled out as causing or contributing to an adverse event as the cause is touch contamination. Although a causal relationship cannot be confirmed, a temporal relationship between the patient's pd therapy and the reported peritonitis remains. Should additional new information be made available this clinical investigation will be reevaluated. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for a patient line blocked message. During the call the patient reported that they had been experiencing infection issues for several weeks and was taking antibiotics and heparin. Additional information was obtained through follow up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was initially diagnosed with peritonitis in october. The patient¿s bags were reported to be cloudy. A pd effluent culture was obtained on an unknown date and resulted (B)(6) for (B)(6). The patient was prescribed/treated with vancomycin (route, dose, strength, frequency and duration unknown). In november the patient had a relapse and was diagnosed with peritonitis with pd effluent culture resulting in staphylococcus epidermidis for a second time. The patient was again prescribed/treated with vancomycin (route, dose, strength, frequency and duration unknown). According to the pdrn the peritonitis was attributed to touch contamination. The patient was not hospitalized and continued to complete pd treatment on the liberty select cycler. The patient was re-educated on proper pd process.

Manufacturer narrative:
The sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.